Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed, the right ventricular exhibited high pacing impedance. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance was confirmed. A partial lead (only distal portion) was returned in one piece measuring 47.0 cm. Analysis found internal abrasion breaching the re cable lumen found at 26.5 ¿ 27.5 cm from distal tip. Also, internal abrasion breaching the re cable lumen was found at 9.0 ¿ 16.0 cm from distal tip. The cause of the reported event was due to calcification of the ring electrode.